Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with polyp removal procedure, performed on (B)(6), 2011. According to the complainant, while in the transverse colon, they attached the clip to desired target area however, the clip would not release from the catheter. It was reported that the clip was pulled off the tissue and it did not cause any extra bleeding or tissue damage. The case was completed with two additional resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18 years old. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.